Event description:
On (B)(6) 2013, reporter contacted animas, alleging a meter error (error 1 random) issue. Reportedly, patient received error 1 message at random. Pump was not available for review during the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 09/18/2014 with the following findings: animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. Visual inspection of the meter found some cosmetic damages. The meter powered up with error 1 message that the investigation was unable to clear. As a result, the remaining testing cannot be completed. The reported error 1 issue was duplicated in the investigation.

Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.